Event description:
Related manufacturer report number: 2017865-2025-11272. It was reported that the patient presented in-clinic for a routine check-up. Upon chest computing tomography it was noted that the right-atrial (ra) lead and right-ventricular (rv) lead were mispositioned and the ra lead failed to capture. As a resolution the ra lead and the rv lead were replaced on (B)(6) 2025 and later explanted. There were no patient consequences.

Manufacturer narrative:
The lead was returned due to reportedly being ¿mal-positioned¿. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies except for procedural damage. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts.